Event description:
It was reported that following the implantation of an apogee, the patient experienced extrusion, pain and dyspareunia. It was noted that the mesh was excised. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Implant date was approximately 2012.